Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. Subsequently, another 2mm x 40mm x 145cm coyote es balloon catheter was advanced, however, during inflation at 4 atmospheres, the balloon ruptured. A 2.5mm x 220mm x 150cm coyote balloon catheter was able to cross the lesion, however, during inflation at 6 atmospheres, it also ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition.